Event description:
It was reported that the bronchovideoscope had poor image quality, endoscope image not displayed. The event was found during pre-inspection, before patient in room. No patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following fields were updated: d4 primary UDI number, d8, h3, h4, h6. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water or moisture entered the scope connector, which may have caused damage or a short circuit in the internal circuit board, affecting image output. The event can be detected/prevented by following the instructions for use which state: -instructions evis lucera elite bronchovideoscope olympus bf-1tq290 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. -important information ¿ please read before use. Olympus will continue to monitor field performance for this device.